Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial stent was to be implanted in the right principal bronchus to treat a lesion during a tracheal stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was deployed inside the patient. However, it was noted that the stent metal wire was deformed. The stent was removed from the patient and it was noted that the green retention suture was misassembled. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on december 23, 2021 that an ultraflex tracheobronchial stent was to be implanted in the right principal bronchus to treat a lesion during a tracheal stent placement procedure performed on (B)(6), 2021. During the procedure, the stent was deployed inside the patient. However, it was noted that the stent metal wire was deformed. The stent was removed from the patient and it was noted that the green retention suture was mis assembled. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 21, 2022** the ultraflex tracheobronchial stent was to be implanted to treat a 1.5 cm malignant stricture. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was removed from the patient with forceps.

Manufacturer narrative:
Block b5 has been updated with additional information received on january 21, 2022. Block h6: medical device problem code a0406 captures the reportable event of stent material deformation. Block h10: an ultraflex tracheobronchial stent and delivery system were received for analysis. The stent was received completely deployed and expanded. Visual examination was performed and it was found that the shaft was slightly bent. The loops of the stent were bent inwards. The retention suture was inspected and was found in good condition. No other issues with the stent and delivery system were noted. The observed damage in the shaft could have occurred during the procedure when the stent was deployed. The reported event of retention sutures misassembled could not be confirmed as the retention sutures were found in good condition. It is possible that the stent wires bent inwards could have caused the retention suture to be observed as misassembled. The reported event of stent material deformation was confirmed as the stent loops were bent inwards; however, based on a boston scientific tech report, this event will not be considered a device failure but rather part of the product design specifications. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to device design. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.